Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Using navigation ear, nose & throat (ent) application and phantom head exam, the suction verified and tracked without issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon had difficulty verifying a straight suction device. In trouble-shooting, the instrument was successfully verified by moving it to different positions and angles. Distance to divot was ~2.4 millimeters. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.return requested. No parts have been received by manufacturer for analysis.on 04/08/2015, a medtronic representative, following-up at the site, reported there did not appear to be any inaccuracy during the procedure, nor did the surgeon allege any inaccuracy.